Event description:
It was reported that after the hospital, the scope out of sterilization, they noticed that the lens was very foggy, they believe that the adhesive is coming loose. No patient involvement have been reported.

Manufacturer narrative:
The initial visual inspection shows that the optic is compromised. The scope was shipped to scholly fiberoptics for further investigation. A supplemental report will be submitted when the investigation results are received.